Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was difficult to press. Blood glucose was 217 mg/dl. Reportedly, the customer pressed the button with more force and was able to activate the pump display.